Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the control unit was defective due to improper maintenance, which is user error. It was determined that coupling tool side was not functioning and outside of specification due to faulty construction/design, which has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the battery oscillator device had an unspecified malfunction. During service and evaluation, it was observed that the coupling on the tool side was out of specification due to a crack in the oscillating head. It was also noted that the device failed pre-test for saw blade, functional test, trigger and electronic control unit function, oscillation frequency, mode switch test and performance. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.